Event description:
Testing confirmed that an artificially low creatinine result was obtained when a pt sample was drawn from a peripheral line. The sample was found to be contaminated with dobutamine. Creatinine package inserts will be updated to add a statement indicating that dobutamine may lead to low creatinine results.